Manufacturer narrative:
Device was received for eval and investigation, and testing is currently being performed. A follow-up report will be filed when investigation has been completed.

Event description:
Button was pushed, the orange indicator went to the bottom, the bolus then refilled, but the button did not pop back up. When pump removed at facility, the button popped back up immediately and bolus reservoir was refilled and the button then functioned properly. No adverse event occurred. Date of event: (B)(6) 2010.